Event description:
It was reported that a dexcom g7 continuous glucose monitor did not pair with the ilet system, requiring troubleshooting that included switching the app setting from g6 to g7, reentering the four-digit pairing code, attempting a magnet-assisted wake, and ultimately starting a new sensor that initiated warm-up. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no impact on glucose management. Investigation included customer education and stepwise troubleshooting for pairing. Investigation of this case revealed that the sensor pairing failure was resolved after initiating a new sensor and observing sensor warm-up. It was concluded that the event was a pairing failure of the cgm without clinical harm and that user-guided troubleshooting restored function.